Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device was flushed in the hoop to activate the hydrophilic coating. During removal of the device from the protective packaging the device or component detached, cracked, or fractured at the balloon. The device was not kinked and re-straightened during use. It was reported that when attempting to remove stylette from balloon catheter the physician tore his glove from the tip of the stylette. Normal force was used when trying to remove the protective sheath/ packaging stylette. Catheter/delivery system deformed at the tip. Stylette remained in catheter as it was too tight to remove. The physician changed gloves and a new balloon was used to complete the procedure. No patient injury as the product was not used in the patient.

Manufacturer narrative:
The stylette was present in the tip of the returned device. During analysis it was not possible to remove the stylette. Residue was visible on the stylette. Slight deformation evident to the distal tip. The support wire was kinked on the distal shaft at 18.4 cm proximal to the distal tip. The balloon was inflated to (14 atm in 2.95 sec). Deflation time from 14 atms was measured at (3.19 sec). The returned average stylette od = (0.0155 inches). If information is provided in the future, a supplemental report will be issued.